Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the patient received the surgery on (B)(6) 2016 due to hydrocephalus, and after the surgery, the hydrocephalus was not improved. According to the report, 6 months after the surgery, the doctor had to explant the device and re-implant with a new one. Reportedly, the hydrocephalus was improved, and the patient's current status was well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.